Event description:
The pt underwent procedure for endovenous ablation to the right leg. During the procedure, the guide wire that is included with the mpk-4f (micro puncture kit) broke off in the pt's leg. Broken piece was located and removed by the physician.